Manufacturer narrative:
The correct implant date is (B)(6) 2019 and not (B)(6) 2019 as initially submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). An infection of the right ins was reported, the ins was explanted and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.